Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy ii drug-eluting stent was selected for use. However, during preparation, the stent was observed to be stretched and lifted on the stent delivery system. The procedure was completed with another of the same device with no patient complications were reported.